Event description:
It was reported a filter did not appear to open following deployment via a left sided femoral approach. Manipulation of the filter with the sheath resulted in the filter moving upwards approximately three centimeters. A snare was used to pull the filter back to the intended implant site. Manipulation of the filter with the snare resulted in an incomplete opening. Another filter was successfully placed via the jugular approach without pt complications. It was indicated continual flushing of the carrier system during the implant procedure was not performed. Co believes these factors, as well as manipulation of the filter, may have contributed to this event. Co's directions for use state: "when the percutaneous technique is employed, the right femoral vein is the most commonly chosen route of insertion... Insufficient flushing can allow thrombus formation inside the filter which can bind the legs and prevent complete opening upon release... Do not attempt to move or manipulate an engaged filter... In most cases, a second filter, properly placed, should be implanted for protection against recurrent pe."